Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. Csi ID# (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. The target lesion was 80% stenotic and was located in the right coronary artery (rca). The physician advanced an intravascular ultrasound (ivus) catheter into the patient, but it was not functioning properly and was removed before being utilized. The physician then performed atherectomy using a csi orbital atherectomy device (oad). The physician completed six runs with the oad and then removed it from the patient. A second lesion in the rca was then treated bia balloon angioplasty. At that point, the patients blood pressure dropped and a perforation was observed. A second balloon was inflated across the perforation and resolved it. A stent was deployed, pericardiocentesis was performed and the procedure was completed. Additional information has been requested, but none has yet been received.